Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that a slit was found at the tip of the sheath. The following information was provided by the user facility: the angio-seal device was used to stop bleeding of the puncture site after a stent-graft operation. When the angio-seal arteriotomy locator/insertion sheath assembly was replaced with the procedure sheath, it was difficult to insert the assembly. Holding the assembly at the puncture site with one hand, the puncture site on the skin was cut slightly. Then, the assembly was successfully inserted. It was reported that the hemostasis was successfully completed. After the sheath was pulled out, a slit or cut was visually found at the tip of the sheath. The physician had not completed the training process on the device prior to this case. It was reported that the blood loss was less than 250cc. It was reported there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 6f angio-seal sts plus was returned for evaluation. One carrier tube assembly, hemostasis sheath and locator was returned. There was blood like substance observed over the returned device. There was a slit in the carrier tube observed in the intended location. The carrier tube slit was measured and found to be 0.757". This measurement was within the specifications defined in the revision of the engineering drawing active at the time of manufacturing. There is no evidence that this event was related to a device defect or malfunction. Based on the dimensional evaluation of the returned subcomponent, the complaint cannot be confirmed. The alleged slit in the carrier tube is a manufacturing feature. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.